Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing, black residue remained in the circulation port filter in the washing layer of the endoscope reprocessor. The filter was flushed with running water before cleaning the scope. It was also reported that the cds (cleaning, disinfectant, and sterilization) process for the endoscope was performed manually. The suspect device was only used in the alcohol flush and rinsing process. The reprocessed endoscope was used for a procedure with no report of health hazard to the patient. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This report is the second of two related events. The first event is captured in the medwatch associated with patient ID # (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: dirt adhering to the scope accumulated in the channel due to insufficient pre-cleaning before cleaning with the reprocessor. Elemental analysis and organic qualitative analysis was conducted on the foreign material. Elemental analysis revealed that n (nitrogen) was the main component in foreign material. Therefore, there is a possibility that the foreign material contains protein. In addition, an organic qualitative analysis revealed that the chart was similar to that of cellulose. A magnified observation of the foreign material revealed spores and filamentous substances, suggesting that the foreign material could be mold. There is a possibility that the black substance is a mixture of protein and mold such as human dirt and waste products. Regarding the cause of the generation of foreign material, the dirt adhering to the scope accumulated in the channel due to insufficient pre-cleaning before cleaning with the reprocessor, and they dried to become black foreign material and were discharged to the washing tank. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·4.3 endoscope precleaning and manual cleaning" in the oer-4 operation manual, it is necessary to pre-clean the endoscope before reprocessing the endoscope with this device. Immediately after the end of endoscopy, follow the cleaning, disinfection, and sterility procedures described in the endoscope's "attachment" and "operation manual. Olympus will continue to monitor the field performance of this device.